Event description:
It was reported that during a hemorrhoidectomy procedure, during op instrument could only be fired with application of excessive force, staple line was ok, on three places sutured by hand, on the evening patient had to be re-animated, on second day after op staple line was open (without the places, where it was sutured) and tissue was inflammed.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Additional information: what is meant by "re animated"? Resuscitation because of cardiac arrest/ reason unclear why were the 3 places suture by hand? Bleeding out of staple line at three places what is the current patient status? - ICU. Were staples present and form? Surgeon didn´t notice because of inflammation info no applicable. When the device was fired, where was the indicator within the green zone/gap setting scale? Middle. How did you confirm the device was fully fired ? Crunch. Were any unexpected noises heard? Noise was not as loud as expected. Were any of the forces higher or lower than expected (closing, firing, or opening)? - higher forces during closing. After closing the device, did the surgeon wait 30 seconds prior to firing? Yes. Was there any difficulty removing the device from the tissue? No. After firing, did the surgeon wait 20 seconds prior to opening? Yes. After firing, was the safety re-engaged prior to removal? Don´t know. Was excised tissue/donuts removed and inspected for circumferential completeness? Yes, complete. What degree of hemorrhoids did the patient have? 3rd degree. Did a hcp other than the primary surgeon fire the instrument? - no.